Manufacturer narrative:
(B)(4). The customer report of a damaged peel-away sheath was confirmed by visual examination of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the sheath over the dilator peeled back when attempting to insert. A skin nick was not performed.